Event description:
It was reported that the device was used during an unknown procedure, the clips will not hold after placing. Took another device to end the procedure. There was no reported patient consequence.